Manufacturer narrative:
Per good faith effort (gfe) response, no repairs were completed by the authorized service provider (asp) engineer as the customer declined and ultimately chose a third-party vendor. No additional details regarding the resolution are available. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Per good faith effort (gfe) response, no repairs were completed by the authorized service provider (asp) engineer as the customer declined and ultimately chose a third-party vendor. The patient circuit was replaced, but the issue remained. The device has not been repaired yet and is pending verification testing. Further case information regarding the repair is still pending.

Manufacturer narrative:
Per follow-up gfe response, the asp engineer stated that the customer planned to reach out if repairs were required, but the asp engineer has not received any further updates regarding the repair. No additional details regarding the resolution are available. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E: (B)(6). Hospital. (B)(6). Phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 1203 "low leak-co2 rebreathing risk" alarm error. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error. Investigation is ongoing.